Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and plunger clamp in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, and two lld contact springs were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.